Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6 mechanical: stem. H11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: extensive proximal femoral osteolysis with femoral implant loosening and subsidence in the setting of a healing or healed periprosthetic fracture. Findings: fracture from a fall 6 weeks post-op, stem subsided but healed into place with significant leg length shortening. A definitive root cause cannot be determined. It was reported that the patient fell causing the issue, however the cause of the fall is unknown. The event is confirmed via medical records if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d1 d4 g3 g6 h2 h10.

Event description:
It was reported that the patient underwent a revision procedure 10 months and 10 days post implantation due to a fall 6 weeks post operation. This resulted in a bone fracture which lead to stem subsidence and significant leg length shortening. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.